Event description:
Allegedly painful tha. High activity level. Received additional information 10/01/2014: allegedly the patient was revised due to shedding of metal debris into bloodstream, tissue damage, persistent pain and decreased mobility.

Manufacturer narrative:
This is the same event as 3010536692-2014-01417, 01418, 01419.